Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Also, the dentist has selected an implant design which was not recommended for the patient's bone quality.

Event description:
(B)(4) ¿ the dentist reported that 6 months after dental implant was installed in intraoral region 8#, its non-osseointegration was observed. In addition, 50ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type ii), fenestration occurred during surgery and immediate implant procedure was performed.